Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller was not returned for evaluation. Analysis of the event file confirmed the reported event; a controller power-up was logged on (B)(6) 2017 at 06:11:20 followed by motor start at 06:11:24. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method where by the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs prior to and following these events were not available. Based on the available information, a possible root cause of these events can be attributed to a disconnection of both power sources from the controller. An internal investigation has been opened to evaluate events involving the controller losing power and implement corrective actions as required. This event was assessed and is being reported as part of a retrospective review of log file data.if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient accidentally double disconnected their batteries from the controller. The controller remains in use. No patient complications have been reported as a result of this event.